Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was noted on the advisory device. The device reached eri and will be explanted and replaced. The patient did not experience any adverse consequences due to this event. New information will be provided after explant.

Event description:
New info received: the device was explanted and replaced on (B)(6) 2017. No adverse consequences to the patient before, during and post procedure.